Event description:
The patient reportedly experienced facial nerve stimulation. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another cochlear device.